Event description:
Additional information received reported the patient's prior implantable neurostimulator (ins) had been replaced due to reaching end of service (eos).

Event description:
It was reported the patient had redness at the implantable neurostimulator (ins) wound more than a month after the ins was replaced. Medical intervention was required and anti-inflammatory medicines were given to the patient. The redness seemed to disappear after the intake of anti-inflammatory medications.

Event description:
Additional information received reported the patient indicated that everything was okay now after antibiotherapy.

Manufacturer narrative:
(B)(4).